Manufacturer narrative:
Pump was received with broken off end cap and loose/protruded drive support disk.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was called via phone drive support cap was damaged. The blood glucose was 350mg/dl. Troubleshooting was performed and found that drive support came off and was sticking out. The product will be returned for analysis.